Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided device-related photo were reviewed, and the following was observed: crimped valve appears outside of sheath profile suggesting the liner was punctured. 3mensio imagery was provided and the following was noted: patient's access vessels had presence of calcification, tortuosity, and undersized vessel diameters. The required minimum luminal diameter for use of 16f esheath+ is greater than or equal to 6.0mm. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for sheath liner puncture was confirmed based on the evaluation of the provided device imagery. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as patient factors were confirmed via 3mensio imagery. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, a liner puncture occurred. There was no difficulty noted during sheath insertion, sheath removal, or insertion of the delivery system through the sheath. While inserting the 29mm commander delivery system and 29mm sapien 3 ultra resilia valve through the sheath, the valve exited the 14fr sheath through the expandable seam. The delivery system was pulled back into the sheath then removed as a single unit (sheath and system). A new 29mm sapien 3 ultra resilia valve, 14f sheath, and 29mm commander delivery system were opened. The second valve was successfully deployed. The patient was in recovery with no complications noted. The perceived root cause of the event was unknown.